Event description:
It was reported that during the anterior posterior semi-bicortical insertion of the pin into the patient's tibia for a total knee procedure at the healthcare facility, the tip of the ortholock ex pin broke. It was reported that the procedure was completed successfully, and that routine x-rays were taken. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device was not available for evaluation.